Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 326 mg/dl. The customer stated that one of the canulas was bent. The customer was assisted with trouble shooting and found that the infusion set needed to be changed. A new infusion set was sent to the customer. The customer was assisted with proper needle insertion technique. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two sealed reservoirs were evaluated and the reservoirs, snap cap, and septum were inspected for anomalies. None were found. An occlusion test was run and the reservoirs were not occluded.